Event description:
During occlusion of a large aneurysm, two gdc coils were placed in the left mca anuerysm without incident. The dr attempted placement of the third coil, and the left mca became occluded. The coil was removed and replaced with a smaller coil. The vessel remained occluded, and while attempting withdrawal of the coil, it unraveled and could not be totally withdrawn. Intracranial pressure increased and the pt expired. The dr stated that it was not clear that this was device related since the pt had an existing subarachnoid hemorrhage.